Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined.

Event description:
Medtronic received report that a pipeline flex did not open distally during flow diversion treatment. The patient was being treated for an unruptured, saccular aneurysm in the left, superior clinoid internal carotid artery (ica). The aneurysm measured 10mm with a 4-5mm neck. Landing zone artery size was 3.5mm distal and 4.25mm proximal. Vessel was moderately tortuous. A continuous heparinized saline flush was used during the procedure. The pipeline flex was advanced to the treatment site without friction. At deployment, the device did not open distally. The physician attempted pushing, resheathing and re-deploying, but was unsuccessful in opening the distal end. The pipeline flex was pulled from the patient. A new pipeline flex was delivered without issue. The patient was not injured and is doing well.